Manufacturer narrative:
Follow-up #1: date of submission 06/03/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/20/2015 with the following findings: a review of the black box revealed an occlusion during the prime operation. A review of the black box revealed evidence of a call service (cs) 064-0001 alarm. During evaluation, the pump was exercised for 24 hours and the cs 064 alarm complaint was not duplicated. Unrelated to the complaint, the battery compartment was found to be cracked on the threads above and below the bumper pad. Also unrelated to the complaint, the text on the display screen was found to be dim, faded and reddish. The battery cap was also found to be damaged and stripped and was unable to secure tightly to the pump. A test battery cap was used to verify steps. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).